Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd, serves as the designated complaint handling unit for both facilities. The production history records of the device were reviewed, indicating that the device was released according to its specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Positive bubble test often indicates a failure in the surgical technique rather than in the device used. Additionally, the origin of a positive leak test is often the staples line which remains outside of the anastomosis ("dog ears"). Indeed, as indicated by the surgeon, it was not obvious in this case whether the leak was from the ring or the staple-line. Since the ring is water-tight sealed and was found, following its evaluation. To meet its specifications, the positive bubble test is most probably not related to the device. Leak detected at this stage (positive leak test) enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the change of future anastomotic leaks.

Event description:
The pt underwent a hand assisted laparoscopic low anterior resection procedure due to colon cancer. The anastomosis was created with the colonring device. According to the report, the colonring appeared to work normally without malfunction. The anastomotic leak test failed and the ring was removed. The surgeon stated that it was not obvious whether the leak was from the staple line or the ring.